Event description:
It was reported the intrathecal catheter fractured. A revision was performed. No patient symptoms or outcome were reported. Additional information has been requested, but was not available on the date of this report.